Event description:
End user reported that the bolt that holds the handle bars onto the probasics 1030kw knee walker came off, the handle bars are loose. The front wheel will turn and the handle bars come off causing user to lose her balance and fall. User hurt her leg, went to the hospital. User had a halo apparatus already on her leg. Invacare contacted he end user, user stated that the wheel didn't turn with her when she would try to turn and she fell causing her foot to smacked down. She went to the doctor to make sure it didn't hurt her pre existing ankle surgery. They did x- rays and said there was no additional injury from the fall other than minor bleeding where there is a post in her ankle. She said it doesn't hurt now, she is doing fine.